Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer experienced low blood, with blood glucose of 54 mg/dl at the time of the incident. The caller stated that the pump was over delivering as it was not suspending when it should. The customer was at 54 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer was using pump auto mode at the time of the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at 0.08695 inches.